Manufacturer narrative:
The medical center discarded the impella product at the time of explant. There can be no benchtop analysis to root cause. Should more information be shared that leads to cause, a final report will be filed. The failure mode will be monitored and trended.

Event description:
The medical center had an impella 5.5 pump support ongoing for a patient admitted with cardiomyopathy, via an insertion site at the axillary. After 3 days there was a hematoma that developed at the impella graft site. The hematoma prompted the team to infuse 2 units of blood products. Additionally on the subsequent day they did a washout to the site. The pump remained on for support for a total of 12 days despite the access site bleed.